Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded up and down button on keypad traces. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the buttons on the insulin pump are not responding. Customer was trying to deliver an insulin bolus. Blood glucose value is 145 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.